Event description:
It was reported the pt ((B)(6)) is unable to establish communication with the ipg using either the charging system or programmer. Efforts to establish communication via a different charging system proved unsuccessful. The next course of action will be decided following consultation with the physician.

Manufacturer narrative:
Correction/removal #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.